Event description:
It was reported that the atrial lead had dislodged the day after the implant procedure. Upon interrogation, the lead exhibited no pacing and capture. After reviewing the x-ray results, the lead dislocated in the right ventricle. The lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.